Event description:
It was reported that the jack was stuck raised and could not lower without weight applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.